Manufacturer narrative:
Patient information was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while trying to merge a CT and a MRI, and then hitting "start merge" the screen where you select your exams, the software exited to the fusion ent splashscreen. At the time they installed the demo license for stealthmerge and the issue temporarily resolved. It was attempted to run the install again for the demo license again, and when the health care professional went to start the merge again, the system flashed the merge screen briefly before exiting the software again.

Manufacturer narrative:
Correction: patient information added. A medtronic representative went to the site to inspect the system. All tests passed. No failure was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue occurred in a functional endoscopic sinus surgery (fess). There was a reported delay to the procedure of fifteen minutes due to this issue.